Manufacturer narrative:
On 13apr2023 a physician from johnson and johnson vision care placed a call to the patient (pt) who provided additional information. The pt reported ¿there is an issue with the contact lenses¿ and didn¿t want to answer questions related to the treatment received. The pt reported receiving ¿packaging that was different from the previous packaging that was purchased.¿ the pt provided a photo of the suspect product packaging, but the od packaging was not readable. The pt and the ecp ¿examined the lenses with the blue foil¿ and advised the ¿new one ¿ blue pack are much more supple and fold very easily.¿ the pt reported in (B)(6) 2022 after wearing the lenses with the ¿blue foil¿, the right eye (od) was red. The pt reported the corneal abscess was diagnosed on (B)(6) 2022. The pt went to an ophthalmologist ¿who gave the pt a treatment¿ and advised the pt to stop wearing cl for ¿several weeks.¿ the pt advised the treatment was ¿very efficient¿ and was able to return to cl wear. No additional medical information was provided. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2023, an eye care professional (ecp) in (B)(6) called to report that a patient (pt) was diagnosed with a right eye (od) ¿abscess¿ in (B)(6) 2022 while wearing a 1-day acuvue® moist® brand contact lens (cl). The pt was prescribed an unknown medication (prescribed frequency of the medication was unknown). The pt advised that the cl ¿felt generally different¿ but didn¿t provide any additional details. The reporting ecp advised the pt¿s od is currently fine, but the pt has not returned to cls wear. The pt is awaiting trial lenses in a different acuvue daily cl. The ecp didn¿t know if the issue ¿happened immediately or a few minutes after wearing cl." No additional medical information was provided. On (B)(6) 2023, a call was placed reporting ecp for additional information but nothing additional was provided. A representative advised the ecp was busy with clients and unable to speak at that time. On (B)(6) 2023, a call was placed to the reporting ecp for additional information. The reporting ecp advised that the ¿pt is a concerned doctor and will send unopened cls to an independent lab for analysis.¿ the ecp advised the pt is sending medical information via email. On (B)(6) 2023, a call was placed to the reporting ecp. The ecp reported no additional medical information has been received from the pt. The ecp did not ask for any additional medical information from the pt. The ecp will contact the pt for additional medical information after the ecp returns to the office after annual leave if the pt has not provided anything additional before then. On 05apr2023, the reporting ecp provided additional information. The ecp confirmed the affected eye is the od and provided the abscess date of event as (B)(6) 2022. The ecp advised the suspect cl was ¿very soft, flat on hand and not round.¿ the ecp advised no additional information is known and ¿requested to get in touch with the pt.¿ no additional medical information has been received. No additional medical information is expected. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 4188310111 was produced under normal conditions. The suspect od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.